Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high capture threshold. The patient went through an ablation procedure prior and the physician suggest the event might have caused the high capture. On (B)(6) 2015, the lead was repositioned and all electrical values were in range. The patient was in good condition.